Event description:
A non-health care professional reported that during an intraocular lens (iol) implantation procedure, while loading the lens, the back haptic appeared misfolded once pushed through the inserter and the surgeon checked the lens and then ejected lens from inserter to re-insert into cartridge and lens failed to refold properly. The procedure was completed on the same day using another unspecified lens without any impact on the patient. In the surgeon¿s opinion, the mis-sharpened haptic caused or contributed to or caused the event. The surgeon¿s prognosis was to use another lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).